Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gel air bubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and gel air bubbles was observed. Root cause description : based on the investigation, the most likely root cause was determined to be related to the air in the system after a gel barrel is changed. Air must be purged each time gel barrel is replaced. However, in this instance, the air was not purged resulting air bubbles in the gel. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that for the bd vacutainer® sst¿ ii advance plus blood collection tubes, gel has become porous or air bubbles have formed.